Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the lack of stimulation was due to the patient having high-frequency programming. Actions taken to resolve the lack of stimulation and pain relief, was the patient was re-educated and their device was checked. It was reported that the issues were resolved. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had the implant turned on today and they were not feeling it at all. The patient stated that they were in pain. The patient mentioned that during the trial they felt it at 7.9 and they had it at 8.1 and they did not feel it at all. It was reported that a fall could be related to the reported issue. It was indicated that the patient fell off the toilet as they missed it, but they were unharmed they said. The implant was first turned on today. Patient services walked the patient through group a, b and c and the patient did not feel the stimulation on any program. Patient services sent an email to manufacturer representatives (reps) per the healthcare provider¿s (hcp¿s) request. A rep replied indicating that they would handle it. The event began on (B)(6) 2019. No further complications were reported/anticipated.